Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead exhibited interferences upon lead testing. No parameters could be read. The lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.